Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-04177. It was reported the patient was receiving stimulation to the legs, but it was not effective stimulation to the area. The patient reported the issue started after a defibrillator was implanted this year. Additional information was received indicating the physician planned surgical intervention due to inadequate stimulation in the left leg at a future date.